Manufacturer narrative:
Product complaint #: (B)(4). Birth year: (B)(6). Concomitant medical products (due to character limitation): prowler select plus microcatheter. Stryker target coil. Initial reporter phone: (B)(6). [Complaint conclusion]: as reported via the (B)(6) clinical study (patient (B)(6)), the (B)(6) female patient with a history of hypertension, hyperlipidemia, and stroke, experienced mild new in-stent thrombosis with stroke in the area of the stented left internal carotid artery approximately 6 months following the index procedure. The event resulted in mild paresis of the right arm and leg, hypesthesia of the right thigh, as well as temporary blurred vision of the left eye and required inpatient hospitalization. The patient was treated with the restart of clopidogrel 75mg and it was reported that the patient had been compliant with 100mg daily aspirin. Clopidogrel had been discontinued on (B)(6) 2018. The patient was admitted to the general ward/observation unit on (B)(6) 2018 and discharged on (B)(6) 2018. The event resolved without residual effects on (B)(6) 2018. Angiogram was performed at the 6-month follow-up clinic visit on (B)(6) 2018 which revealed 20% in-stent and intra-stent thrombosis. The event was diagnosed by computed tomography angiography (cta) and magnetic resonance imaging (MRI) retrospectively after angiography on (B)(6) 2018. The cause of the clinical picture on (B)(6) 2018 was attributable to the partial in-stent thrombosis. There was parent artery patency and the coil mass position was maintained within the aneurysm sac. There was no evidence of complete thrombosis or stent migration. The modified rankin scale (mrs) score was 0 and the nih stroke scale score was 0. The clopidogrel was stopped on (B)(6) 2018 and resumed on (B)(6) 2018. Head CT dated (B)(6) 2018 demonstrated clearly regressive in-stent thrombosis. The primary investigator reported that the event was definitely related to the study device, definitely related to the index procedure, and not related to other devices used. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the left carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 5.0mm, dome width 4.0mm, neck width 3.0mm, and dome-to-neck ratio of 1.7. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and one competitor coil was placed in the aneurysm using a prowler select plus microcatheter after the 4mm x 23mm enterprise2 (enc402300/10882815) stent was deployed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 100%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions: dome height 5.0mm, dome width 4.0mm, neck width 3.0mm and dome-to-neck ratio of 1.7. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). The device deployed to desired parent artery location at site of target aneurysm and there was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. There was no report of a malfunction associated with the use of the stent, microcatheter, or any of the involved devices. The patient was discharged home on (B)(6) 2018. The patient had taken clopidogrel 75 mg daily from (B)(6) 2018 through (B)(6) 2018. The patient had a positive response to antiplatelet inhibition on (B)(6) 2018. There was no evidence that the patient was non-compliant with anti-platelet medications. No further information was provided. The enterprise2 stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Thrombosis and stroke are known potential complications associated with the use of the enterprise2 stent and are listed in the instructions for use (IFU) as such. In-stent thrombosis is a complication of angioplasty and stenting, especially in vessels with smaller diameter. Postoperative vascular endothelium injury, collagen tissue exposure, and the implanted stent may induce thrombosis. Factors that can increase the likelihood of stent thrombosis include inadequate anti-platelet medications or impaired response to anti-platelet therapy. The root cause of the thrombosis cannot be conclusively determined; however, patient, procedural, and/or pharmaceutical factors may have contributed to the event. The thrombus had improved following clopidogrel administration. Neither the device history record review nor the information available for review indicate that there is a design or manufacturing-related issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) clinical study (patient (B)(6)), the (B)(6) female patient with a history of hypertension, hyperlipidemia, and stroke, experienced mild new in-stent thrombosis with stroke in the area of the stented left internal carotid artery approximately 6 months following the index procedure. The event resulted in mild paresis of the right arm and leg, hypesthesia of the right thigh, as well as temporary blurred vision of the left eye and required inpatient hospitalization. The patient was treated with the restart of clopidogrel 75mg and it was reported that the patient had been compliant with 100mg daily aspirin. Clopidogrel had been discontinued on (B)(6) 2018. The patient was admitted to the general ward/observation unit on (B)(6) 2018 and discharged on (B)(6) 2018. The event resolved without residual effects on (B)(6) 2018. Angiogram was performed at the 6-month follow-up clinic visit on (B)(6) 2018 which revealed 20% in-stent and intra-stent thrombosis. The event was diagnosed by computed tomography angiography (cta) and magnetic resonance imaging (MRI) retrospectively after angiography on (B)(6) 2018. The cause of the clinical picture on (B)(6) 2018 was attributable to the partial in-stent thrombosis. There was parent artery patency and the coil mass position was maintained within the aneurysm sac. There was no evidence of complete thrombosis or stent migration. The modified rankin scale (mrs) score was 0 and the nih stroke scale score was 0. The clopidogrel was stopped on (B)(6) 2018 and resumed on (B)(6) 2018. Head CT dated (B)(6) 2018 demonstrated clearly regressive in-stent thrombosis. The primary investigator reported that the event was definitely related to the study device, definitely related to the index procedure, and not related to other devices used. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the left carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 5.0mm, dome width 4.0mm, neck width 3.0mm, and dome-to-neck ratio of 1.7. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and one competitor coil was placed in the aneurysm using a prowler select plus microcatheter after the 4mm x 23mm enterprise2 (enc402300/10882815) stent was deployed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 100%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions: dome height 5.0mm, dome width 4.0mm, neck width 3.0mm and dome-to-neck ratio of 1.7. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). The device deployed to desired parent artery location at site of target aneurysm and there was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. There was no report of a malfunction associated with the use of the stent, microcatheter, or any of the involved devices. The patient was discharged home on (B)(6) 2018. The patient had taken clopidogrel 75 mg daily from (B)(6) 2018 through (B)(6) 2018. The patient had a positive response to antiplatelet inhibition on (B)(6) 2018. There was no evidence that the patient was non-compliant with anti-platelet medications. The enterprise2 stent remains implanted in the patient and is thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Patient height: 170.00 centimeters (cm). The purpose of this MDR submission is to report the patient's height. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.